Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event.

Manufacturer narrative:
Date sent to FDA: 03/21/2019. Additional narrative: it was reported that following the procedure the patient experienced infection, abdominal wall abscess and fascial scar. It was reported that the patient underwent a revision on (B)(6) 2013.

Manufacturer narrative:
Date sent to FDA: 02/12/2019.